Event description:
It was reported that the customer had a pump error. Customer's blood glucose was 12 mmol/l. Customer changed the battery and the alarm came back. Customer has tried several times to rewind and the alarm occurs again. Customer does not have a back-up plan available. Customer was advised to turn to the hospital for advice. Customer was advised that the insulin pump will need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.